Event description:
The customer reported that during use of this shaver blade to perform a left shoulder arthroscopy, metal shavings were observed in the surgical site. It is believed that not all metal shavings were retrieved through irrigation and suction. There was no report of serious injury or surgical delay with this event.

Manufacturer narrative:
To date, conmed linvatec has not received this device for evaluation. A follow-up report will be sent upon receipt of this shaver blade and completion of an investigation.